Event description:
It was reported that the customer was experiencing high blood glucose. Troubleshooting was performed. The customer stated that she noticed her reservoir was empty, but the status screen was displaying 5.8 units left. Performed a displacement test twice and the insulin pump failed the tests. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.